Event description:
Reportedly, the arterial line was not connected to the luer lock at the side of the sensor before use. It was reported that it appeared as if the line was cut.

Manufacturer narrative:
Device not returned.